Event description:
Incomplete capture experienced with first probe. A "very small, fried specimen" was captured with the second probe and the pt experienced a skin burn which was treated with stitches, antibiotics, and debridment. Debridment was repeated at a follow-up visit in 2004.